Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s nurse reported via phone call that customer was hospitalized due to 478mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 142mg/dl. Nurse stated that customer had left hip surgery. Customer had nausea, diabetic ketoacidosis. Customer was wearing insulin pump at time of hospitalization. Insulin pump will not be return for analysis.